Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation and upon inspection, engineering confirmed the obturator tab was broken. The broken tab was not returned for evaluation. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of this incident could not be confirmed, however, the likely root cause may be due to an interruption in the molding process. We apologize for any inconvenience this may have caused and assure you that applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown, "one of the two transparent purple wings of the trocar was found to be broken upon opening of the bag."